Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 9735994, serial/lot #: (B)(6), ubd: , UDI#: h3) the manufacturer representative went to the site to test the navigation system. The router wouldn't connect to electronic picture archiving and communication systems (pacs). The router was replaced. Codes: b01, c04, d02 the part was returned for analysis. (Ln: nx2026o10333) the issues with the refresh checkpoint confirmed. The power led was flashing red and none of the network ports pinged when connected to an active ethernet connection. Both the wan and dmz failed testing. A factory reset and reconfiguration was attempted, but these steps had no effect on the device¿s functionality. Codes: b01, c02, d01 the pats was returned for analysis. (Ln: 1708334591500623) the reported problem could not be duplicated. Checkpoint passed validation, and wan, dmz, and all ethernet ports functioned normally without failure. Fully functional. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to get a wired connection to electronic picture archiving and communication systems (pacs). Technical services (ts) had the site go to the admin tab. When pressing "refresh", network configuration receives an error of firewall timeout. The site pressed refresh 20+ times and no information populated. The site tried to manually input the network information, the information would not save. He site had another system with a known working ethernet cable. They took that cable and plugged it into the pacs port to confirm the issue was not with the cable. The probable cause of the issue was noted as the router/router cable or the bulkhead.  There was no patient involvement.